Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of proximal end of left humerus. The surgery was completed successfully without any surgical delay. After the surgery, on (B)(6) 2021, it was confirmed that reduction position had collapsed, and bone fragments had fallen out of the implants. The cause of this event is unknown, and the removal surgery of the implants will be performed on (B)(6) 2021. No further information is available. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 24mm f/im nails-ster. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part # 04.005.414s, lot # 307p776, manufacturing site: mezzovico, release to warehouse date: 16 aug 2021, expiry date: 01 aug 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.